Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2023-05522. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads showed high impedance. In turn, surgical intervention may take place to address the issue. It is unknown which lead showed high impedance as such both leads are being reported.